Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the high-resolution stereoscopic viewer (hrsv) due to the intermittent image issues. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The hrsv monitor was analyzed, and the failure could not be replicated. The hrsv was installed onto the test system and upon startup behaved normally. The video was clear and visible without any defects or blemishes in the picture. The system was left idle for 30 minutes and checked intermittently, and after power cycling there appeared to be no issues with the image feed turning on and back off.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the left eye was out on the surgeon side console 1 (ssc). The customer stated that the surgeon had moved over to the second ssc to continue the case. The technical support engineer (tse) asked if the monitor had been black from the beginning of the case or if it went out while working, the customer was unsure as staff did not check before starting the case. The tse reviewed the logs but found no direct issue. The staff was continuing with case. The customer continued with the procedure with the second ssc with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient tolerated the conversion to another surgeon side console (ssc). There was no injury to the patient. The system functionality was not checked upon powering on the system. Before converting to the second ssc, the customer performed a system restart, and it resolved the issue. There were no issues with the image on the monitor of the vision side cart (vsc) or the touchpad of the ssc.